Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt presented with hemolysis. A transesophageal echocardiography ramp study was performed. No heart failure symptoms were noted at the time, but the pt was very hypervolemic. The log file showed high power elevations and all of the power elevations appeared to the be associated with pi events. A pump exchange was performed on (B)(6) 2013.